Manufacturer narrative:
Unit received with a critical pump error (open book error) and a pump error 35 found in the formatted history file due to force sensor zero offset out of spec. The force sensor measured to be 6.2 mv. Unable to perform functional tests including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement, or self tests due to the critical pump error. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they received occlusion alarm during bolus. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.